Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer¿s current blood glucose level was 230 mg/dl and 308 mg/dl. The customer was treated with insulin pump. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with missing belt clip plate weld, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. (B)(4).